Event description:
A day after an rf ablation procedure, the physician found that the pt ahd skin burn (superficial erythema) around the area where the indifferent electrode ahd been placed. The ablation power output setting during the procedure was 80 watts. The burn was treated with flamazine and relieved by the following day.